Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level that ranged from approximately 40-50 mg/dl. The customer consumed glucose tablets, cake and candy to address low bg. Reportedly, the customer entered desired bolus amount, but went low due to "user miscalculation." Recommendation was made to consult with healthcare provider regarding diabetes management.